Event description:
It was reported a hair was found inside a sealed needle package. Device was not used on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair found within a sealed package was confirmed and the cause was supplier-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. The device was received in its original sealed packaging. The seal was intact and unremarkable. A hair-like fiber was observed within the sealed package. The sealed state of the packaging indicated that the foreign fiber was included in the package during device manufacture. The sample is a supplied component and the supplier has been notified of this event. A lot history review (lhr) of asdus0122 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdus0122 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a hair was found inside a sealed needle package. Device was not used on a patient.